Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer was hospitalized with low blood glucose of 12 mg/dl. It was stated that the customer was found unresponsive by a family member. She was treated with glucose shot. No troubleshooting performed as the customer was not present with the insulin pump. It was advised to check that the drive support cap is recessed when device is available.